Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this pacemaker developed a pneumothorax and will be getting a chest tube. The device remains in service. No additional adverse patient effects were reported.